Event description:
It was reported that the patient¿s blood glucose level rose to 26.8mmol/l (482mg/dl) while wearing the pod for between 49 and 71 hours. The pod reportedly separated from the adhesive, causing the cannula to dislodge from the infusion site (unspecified). As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The pod was received with the adhesive pad fully attached to the bottom housing. Inspection found no issues that would result in the adhesive pad separating or detaching from the device. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.